Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the bag was torn from the ring on one side. The green ring was seated in the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture the conditions noted suggest that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The pouch was disengaged from the ring when pushed out in the abdominal cavity. Another device was not used. The specimen was removed by mini-laparotomy. Additional tissue resection was not required and the incision site was not extended. There was no patient harm. The status of the patient is no problem.